Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. Device was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. Device then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The units left at the device display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer¿s blood glucose level was 400 mg/dl and at the time of incident it was 488mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they treated high blood glucose level with the manual injections. The customer did not mention any symptom related to high blood glucose level. The customer reported that they were vegan and was living a healthy life, walking 10 miles a day but still got high and the insulin pump dis not help her go down. The customer reported that the insulin was not dripping at the end of the tubing. The customer reported that they had been delivering ghost carbohydrates she put in carbohydrates on the bolus wizard that she did not intake so that she would have more insulin. The insulin pump will be returned for analysis.